Event description:
Wife of male, reported that on two occasions, the infusion device vibrated and "all types of numbers appeared on the screen." Wife was unsure of the dates of the events. She indicated that she replaced the power pack on both occasions and the infusion device functioned properly. Wife stated that the power packs were in use >2 weeks. She reported that patient was aware of the power pack recall and that one occasion he forgot to change the power packs at the 2 week time. Patient did not experience any physiological effects associated with this issue. There was no report of assistance by a healthcare professional or second party to address the issue. Product was not available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.